Event description:
It was reported that -insyte autoguard leaked. Incident happened (B)(6) 2026 way through therapy the cannula began leaking.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.